Event description:
On (B)(6) 2012 a vns surgeon's nurse reported that the patient's vns was "broken" and the patient was scheduled for a lead revision. The operation notes only said the vns was "broken" and did not provide any further details. The manufacturer's consultant had the nurse perform a system diagnostics test prior to surgery and received a high impedance message with lead impedance of 8300ohms. The surgeon was unable to locate an accessory pack for a lead revision and therefore decided to prophylactically replace the generator as well as replace the lead due to high impedance. The surgeon further stated that the patient's mother had reported that the patient had been twiddling his device. The surgeon stated he would try and place the generator a little deeper in the patient's chest so the patient wouldn't be able to "grab it as much". The implant card from surgery indicated that the reason for the patient's surgery was due to a lead fracture by the patient manipulating the generator in his chest. The manufacturer's consultant reported that the neurologist performed diagnostics 3-5 months ago and the results were within normal limits. The physician decided to program the patient off for a while due to adverse events like muscle spasms. When the patient was programmed off the events resolved. The patient however, had good response with the vns and requested to be turned back on. Therefore, the physician programmed the patient slowly back up to his previous settings and it appeared that the adverse events were still resolved. The patient's mother then later believed the patient was experiencing the adverse events a little bit again. The neurologist referred the patient to another neurologist due to the adverse events. This second neurologist discovered the high impedance and told the patient's mother that the leads need to be replaced. The patient's mother then scheduled the surgery with the surgeon on her own, without either neurologist's referral and knowledge. Attempts were made for the return of the explanted product but it has not been received by the manufacturer to date. Review of the patient's programming history revealed that the patient had been seen by their primary neurologist on (B)(6) 2011 and system diagnostics were within normal limits of output=ok/lead impedance=ok/impedance value=2421ohms. The patient was then seen by the second neurologist on (B)(6) 2011 which is when the high impedance was discovered. A system diagnostics test performed by this second neurologist revealed output=low/lead impedance=high/impedance value=10,000ohms. This second neurologist then disabled the patient's generator to output=0ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=1.1min/magnet output=0ma/magnet pulse width=250usec/magnet on time=30sec.

Manufacturer narrative:
Analysis of programming history.